Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, or verify critical pump error, trace pointers are invalid error, history pointers failed and history pointers are corrupted error, post-reset ram crc alarm, the main arm cannot communicate with the motor arm error due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. The customer¿s blood glucose level was unknown. Customer reported early morning insulin pump started to make a beeping sound. She looked at it she saw a picture of a monitor with an x. Had arrow pointed to square with a question mark. Customer reports they received a critical pump error image on the pump screen. The insulin pump will be returned for analysis.